Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that their empty pump was resolved when they had it filled with morphine on (B)(6) 2021. Their pump was functioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine (200 mcg/ml at 51.94 mcg/day) and morphine (10 mg/ml at 2.597 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient missed their refill and their pump went empty. They currently did not have a primary managing healthcare provider (hcp) but they might start looking for a new one soon. The caller wanted to review options on what to do since the pump had been empty for a while now. Technical services reviewed options (refill pump like normal and check for future volume discrepancies, fill with saline and put to minimum rate, permanent shut down of pump if they didn't to use pump anymore). Caller stated they may just refill with saline to give them more time to determine what to do with the pump moving forward. Technical services reviewed programming steps to put pump in minimum rate. Caller stated they would call back if they had any further questions.